Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged a false negative for sars-cov-2 generated results for one patient sample when testing with the cobas® sars-cov-2 & influenza a/b test on cobas® liat® system. The patient was previously tested at another lab and the result was positive for the sars-cov-2 target. The hcp questioned the result and on (B)(6) the initial sample was tested with the cobas® liat® system (B)(4), and generated sars-cov-2 negative. (B)(6) 2021, a new sample was re-collected and repeated with the cobas® liat® (B)(4), and the ID now rapid nit. The results were negative. The female patient presented with covid symptoms as well as having a previous (unknown test at other lab) positive result. Patient produced a negative result on the liat even though she was positive for sars - cov-2 at another clinic 2 days prior. Then the patient was retested and results were both neg on liat and neg on idnow rapid nit. The results were reported to the patient and or/ medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Data review did not identify any instrument issues and confirmed the allegation of negative results for the 2 samples; run #928 and run #922. Hence no details information was provided from the competitor's platform. It could not be determined whether the two samples were near the lod for the assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, the results with one assay may not be reproducible with a different assay. (B)(4).